Manufacturer narrative:
On (B)(6) 2020 it was reported that the patient was seen in the clinic with multiple episodes of noise on the atrial channel, and also a lead switch to unipolar. Measurements of lead impedance were around 250 ohms. Patient feels a slight burning when he is pacing with the atrial lead. Possible insulation breech or clavicular crush of atrial lead. Patient only paces 17 percent on the atrial lead. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
In (B)(6) 2015, boston scientific received information that right atrial (ra) lead oversensing was observed. The ventricular event fell into the cross chamber blanking. No loss of capture (loc) was observed. All lead measurements were within acceptable limits. The patient experienced syncope. The device was then reprogrammed to ddi 50 due to the farfield signal on the atrial channel. The patient was reportedly in a sinus rhythm and the underlying cause was not determined. The clinical staff suspected that the patient experienced a vagal response and was discharged the following day. No device allegations were reported. On (B)(4) 2019, boston scientific provided the following information: non-sustained episodes in configured collection period contain noise. Symptoms reported by hcp but no corresponding episodes stored in device at that date and time.